Manufacturer narrative:
The unit has been requested to be returned. Once it has been returned it will be inspected and a follow-up report submitted.

Event description:
The company was informed on september 5, 2016 of an adverse event that occurred on (B)(6) 2016 in (B)(6). The event was reported as: "the patient charged the device as usual, then took it for a walk on a warm summer sunday in the park near his house. 15 minutes after he unplugged it from the charger it started having sparks and smoke fumes".

Manufacturer narrative:
During further investigation, the following was identified: maxon motors performed an extensive root-cause analysis and failure investigation. Maxon did not identify any design issues to cause this failure mode. Maxon focused on forcing malfunction by artificially damaging components to mimic improper handling during installation or service in the field. Even in the case of a forced damage, the burnt pcb areas observed by all tests have been less than by the return shipments. Concentrated oxygen or air flow may have been an influencing factor which can increase the burning or flaming effect as seen in the returned units. There have not been any systemic issues identified. We will continue to monitor complaints.

Event description:
Unit was returned for testing. Duplicated customer complaint. The motor controller board failed. A capacitor on the board blew and sparked and smoked. This may have been caused by over-voltage or a spike in power applied to this capacitor.